Event description:
Based on additional information received on 05-dec- 2017, the case previously assessed as non-serious was upgraded to serious as an importnat medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had increased pain and swelling in the right knee, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022). On an unknown date in 2017, after unknown latency, the patient had increased pain and swelling in the right knee. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: device malfunction as an important medical event additional information was received on 05-dec-2017 and 18-dec-2017 (both the information were processed with the clock start date of 05-dec-2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had increased pain and swelling in the right knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, the case previously assessed as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case is cross referenced with case:(B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a 54 year old female patient who received treatment with synvisc one and on the same day had pain in right leg, swelling in right leg after unknown latency had pain in right knee and swelling in right knee and also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021; expiry date: 31-may- 2020). The same day, the patient had pain and swelling in right leg. The patient was told to take diphenhydramine hydrochloride (benadryl) and naproxen sodium (aleve). It was reported that the venous doppler ultrasound was scheduled and a methylprednisolone (medrol) dose pack was given. On (B)(6) 2017, the patient recovered from pain and swelling in right leg. On an unknown date in 2017, after unknown latency, the patient had increased pain and swelling in the right knee. Corrective treatment: methylprednisolone (medrol) dose pack, diphenhydramine hydrochloride (benadryl), naproxen sodium (aleve) for swelling in right knee, pain in right leg, swelling in right leg; unknown for swelling in right knee and pain in right knee outcome: unknown for pain in right knee, swelling in right knee and device malfunction; recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50884 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, pain in right leg and swelling in right leg. Additional information was received on 05-dec-2017 and 18-dec-2017 (both the information were processed with the clock start date of 05-dec-2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Additional information was received on 27-feb-2018 from healthcare professional. The additional events of pain in right leg and swelling in right leg were added with details. The seriousness criteria of device malfunction was updated to required intervention. The suspect product start date was updated from 2017 to 10-nov-2017, expiry date was updated, indication and dosing details were added. The action taken was updated from unknown to not applicable. Clinical course updated. Text was amended pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and had increased pain and swelling in the right knee and right leg for which patient received medrol dose pack. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.